Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.

Event description:
Avg air slpm was at -1,1 slpm when idle. Changed flow sensor assy. O2 valve also changed due to error message 1111 observed on logs from the v60.

Manufacturer narrative:
Amendment to the initial report's b5 (information was available but missed to be included. The reported codes were correct.) Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1111/oxygen device failed message, air slpm was -1,1 slpm on idle. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the o2 valve to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.